Event description:
As reported, a patient underwent placement implantation of one s.m.a.r.t. Flex vascular stent measuring 6 mm x 40 mm in the right superficial femoral artery with successful deployment and full expansion without post-dilatation. Final residual stenosis was 0% with no target lesion revascularization during hospitalization. The patient was discharged 3 days post-procedure. Antiplatelet therapy included clopidogrel 75 mg daily and aspirin 100 mg daily. The patient, was reported to be symptomatic for peripheral artery disease presenting with intermittent claudication and underwent endovascular treatment of a 100% stenotic right superficial femoral artery lesion measuring 60 mm with mild calcification and tasc b classification. Relevant medical history included hypertension, hypercholesterolemia, hypertriglyceridemia, dyslipidemia, type ii diabetes, chronic kidney disease not requiring dialysis, and nicotine use. The procedure was performed under local anesthesia via ipsilateral femoral access using a 5f sheath and iopamidol contrast. Pre-dilatation was performed with a 6 x 100 mm semi-compliant pta balloon inflated to 8 atm nominal and 15 atm maximum pressure. During pre-dilatation, a mild dissection occurred prior to stent placement and was treated with stenting, resolving the event. At approximately 60 months following the index procedure, a mild dissection adverse event related to pta prior to stent placement was documented as resolved after stenting. At approximately 66 months post-procedure, follow-up angiography demonstrated 70% residual stenosis with in-stent restenosis greater than 50% and rutherford class 2 moderate claudication. No target lesion revascularization was performed. An adverse event of mild in-stent restenosis, considered causally related to the device and possibly related to the procedure, was treated with pta and atherectomy with resolution of the event. No device deficiency was identified. At approximately 78 months post-procedure, CT imaging demonstrated persistent rutherford class 2 moderate claudication with 50% residual stenosis and recurrent in-stent restenosis of 31-50%. No target lesion revascularization or device deficiency was reported. A mild in-stent restenosis adverse event remained ongoing and was managed medically without changes to antiplatelet therapy. The device will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.